Event description:
The dealer alleges the seat failed resulting in the patient falling backwards onto the street hitting his head.

Manufacturer narrative:
Device seat evaluation anticipated, but not yet begun. A follow up report will be submitted upon completion of investigation.